Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implantable pacing lead product ID 4965-15, implanted: 2011-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary - product ID# 4965-15 a proximal portion was received measuring 8 cm. A distal portion was received measuring 8 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 40s. It was noted that the right atrial (ra) lead had loss of pacing, high impedance and high thresholds due to a lead fracture. The rv lead was also noted to be stretched. Both the ra and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.